Event description:
Caller reported an alarm activation, but there was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to load a new cartridge as the original was unavailable for inspection. The caller successfully loaded a new cartridge and resumed insulin delivery.